Event description:
It was reported that the patient was charging more than expected and it had been going on for about a year. The patient had been working with the health care professional about the issue. The patient used it 24/7, but did not recall what the setting was as he was recharging at the time of the report. It was also reported that the stimulation strength just was not as robust anymore. The patient topped off the charge on the prior day and was barely feeling the stimulation. It was noted that it was at the top but he did not remember the setting. It was noted that the implantable neurostimulator was approaching the 8.5 year mark. It was noted that the patient had an appointment on 2015-(B)(6). The reporter further reported that the device was fully charged but the patient was in so much pain and ¿it was not working as it was supposed to.¿ it was further reported that the stimulation was not as strong as it used to be. It was noted that the patient was maxing out the amplitudes on the device and that the patient had 4 programs all maxed out a few days prior. The patient was reprogrammed to two programs around 6.0v and the patient was getting good coverage. However, the patient reported back and said the stimulation had to be turned up to 9.0v again. The reporter did not know what the patient used to be at. It was noted that on impedances, one electrode was out of range but there were no shorts on the impedances.

Event description:
Additional information received reported that when charging, the patient would see elective replacement indicator (eri) on the recharger. The stimulator was acting strange for about 6 months and saw the error code last week and today. It was noted that the patient would charge up every other today. Sometimes when charging it would get really strong and sometimes not strong enough and he had not been messing with the programs. He met with a manufacturing representative (rep) to reset it about a month ago to help with this. They were waiting to see when it would quite completely to replace the device.

Manufacturer narrative:
Concomitant medical products: product ID: 399930, lot# j0461539v, implanted: 2005-(B)(6), product type: lead. Product ID: 3708360, serial# (B)(4), implanted: 2006-(B)(6), product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708360, serial# (B)(4), implanted: 2006-(B)(6), product type: extension. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).